Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 20014789, model/catalog description: artisan lead 50 cm. The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients stimulation turned on and off automatically. Database analysis revealed no anomalies. The patient underwent an ipg and lead explant procedure and was doing well postoperatively.

Event description:
A report was received that the patients stimulation turned on and off automatically. Database analysis revealed no anomalies. The patient underwent an ipg and lead explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed.